Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the serial number was missing from the display, the bottom case was cracked and missing two feet and the right plunger case was cracked. Review of the event history log showed an occurrence of a "system failure: primary audible alarm post" alarm. Functional testing was unable to duplicate the reported issue, the device was operating as intended. The missing serial number was installed onto the display. As the device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a system failure primary audible alarm post. It is unknown if there was patient involvement, no adverse patient effects were reported.